Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 10:31:13. This information meets iipv criteria. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of a high drain error 101 (iipv event) was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.